Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 month after the dental implant was installed, it was verified its nonosseointegration. No further information was provided.